Manufacturer narrative:
Additional information provided in d.10., g.1., g.2., h.3., h.6., and h.10. The customer did not retain the product lot information for this constellation procedure pack, therefore the device history records traceable to the reported procedure pack could not be reviewed. The returned sample was visually inspected and no obvious defects were found. A console representing the current software version was used to test the sample. The ball in the drip chamber¿s check valve moved freely per specification. The sample could prime and tune with the ultrasonic handpiece successfully. The irrigation and aspiration pressure were measured at multiple set points and met specifications. No message code appeared on the screen. The console pressurized air from the gray air source to the balanced salt solution (bss) bottle to introduce fluid flowed from the drip chamber to the cassette through the red fluid line without any interfering. No leakage was detected from drip chamber, the connector, the manifolds, the pump elastomer or on the pump area of the fluidics module. Fluid flowed from bss to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The sample passed functionality. The root cause of the customer's complaint could not be established; the returned sample met specifications. After investigation of this complaint, it has been determined that this sample met specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the irrigation could not be performed during a procedure. The product was replaced and procedure completed with no patient harm.